Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during and unknown procedure using an amplatz guidewire, the guidewire lost coating during handling of the wire. Reportedly, "two or three wires were used to cross the double j." Adrenal lesions occurred and emergency surgery was required. The wire was damaged due to resistance and the necessary force applied to the wire. The patient's condition at the conclusion of the procedure is reported to be stable. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.